Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Based on the available information no patient injury occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported that the surgeon had difficulty passing a suction catheter through the device. An infant patient was orally intubated using a 3.0mm magill fixed at the 10cm mark. It was noted that five (5) hours post-intubation, three (3) hours after surgery commenced, and one (1) hour post-artificial cardiopulmonary system detachment, the patient developed hypercapnia. The patient's maximum paco2 was 106mmhg and the end-tidal co2 became undetectable. The physician inserted a suction catheter to clear a suspected obstruction but the catheter tip would not pass through the endotracheal tube as "the tip of the tube may have abutted the tracheal wall, or may have been obstructed with sputum or a clot, or the inner diameter was too narrow." The physician attempted ventilator setting change, manual ventilation and "recruitment" maneuvers. Doses of meptin, volatile inhalation anesthetics and a high dose of catecholamine were administered. The physician thinks that the tube was not completely obstructed as the patient did not develop hypoxia. The endotracheal tube was not changed and there was no harm reported to the patient. The patient recovered with no further issues. No further details were provided.

Manufacturer narrative:
Checked adverse event and required intervention to prevent permanent impairment/damage. Type of reportable event updated from malfunction to serious injury. No additional patient/details have been provided regarding the reported event. Should additional information become available at a later date, a follow-up report will be submitted. (B)(4).